Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmologist reported that during a laser assisted cataract procedure, the iris at the pupillary margin had bled. It was also noted that there was four o'clock hours of non-treatment of the capsulotomy and lens which was consistent with the area of iris blood. After reviewing the ocular coherence tomography (oct), it was noted that the dilation may have come down enough to cause the nick of the iris and block the treatment in that region. The surgeon was unable to enter either his secondary or primary incision because the secondary incision was very posterior; however, the position of the primary incision was good. The procedure was converted to conventional cataract surgery and was completed without further harm to the patient.